Event description:
This supplemental report is being filed to provide additional information that the patient had another inappropriate shock due to oversensing via a change in the intrinsic morphology. The doctor has prescribed beta blockers to get the heart rate down and suppressing the morphology changes. The device rate-limit was reprogrammed. There were no additional adverse patient effects. The system remains implanted. It was reported that the patient had an inappropriate shock due to t-wave oversensing. The impedance for the shock was 124 ohms, which is high but within normal limits. Technical services reviewed the electrograms and discussed the patient may have a rate-dependent bundle branch block. Technical services recommended some testing options. There were no additional adverse patient effects. The system remains implanted.

Event description:
It was reported that the patient had an inappropriate shock due to t-wave oversensing. The impedance for the shock was 124 ohms, which is high but within normal limits. Technical services reviewed the electrograms and discussed the patient may have a rate-dependent bundle branch block. Technical services recommended some testing options. There were no additional adverse patient effects. The system remains implanted.